Event description:
It was reported that a caregiver observed insulin leaking from the cartridge when attempting to fill the pump tubing despite stating the cartridge was not overfilled and that the pump had been rewound prior to insertion. Symptoms included no reported adverse clinical effects. Outcomes included successful resumption of insulin delivery after completing a guided supply change with a new cartridge and tubing without hospitalization. Customer care agent assisted in troubleshooting and education, confirmation of correct setup steps, and collection of the cartridge lot number. Investigation of this case revealed a leaking cartridge during setup, consistent with a device component issue at the cartridge or connection interface; replacement with a new cartridge resolved the issue without further malfunction. It was concluded, based on previously established findings for similar reports, that user interface factors or an isolated cartridge defect could have contributed to the leak.